Event description:
The suture needle on the endostitch device broke during application within the patient's abdomen. The broken portion was unable to be retrieved. It was determined to not be radiolucent therefore no x-ray taken. There were no reported injury or ill-effects to the patient. Procedure type: unk.